Event description:
In (B)(6) 2014, the patient was having pain; she could not stand her pain. They were using ultrasound to refill her pump and the patient felt that her current physician was not taking the time to find the right medication for her. At one point, the physician stated that they could not help her and they wanted to remove the pump. The patient was looking for another physician. The patient stated that she had heard that ¿u were not to have obe by it? I will be getting my second obe in. I hope it works.¿ as of (B)(6) 2014, the patient was still having concerns with her device, but had not sought further help; the pump always either hurt or burned. She had brought this up many times and had not gotten any answers. The pump was replaced. The patient requested that the new pump be moved to a different location as she wasn¿t comfortable with the pump were it was at. The medication in the pump at the time of the event and additional details regarding the event were not reported. Further follow-up has been conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).